Event description:
During a rotational atherectomy procedure, a perforation of the rca occurred and was sealed with a covered stent. The rca was severely and diffusely diseased throughout an area of 70% stenosis in the proximal third, 40% stenosis in the middle third and a 60% stenosis in the distal third. The entire artery is calcified. The physician placed an 8f sheath and attempted to use a cutting balloon and noncompliant balloons in the artery. Due to the calcification he was unable to cross the lesion. He than exchanged the 8f sheath for a 9f sheath and guide catheter to perform rotational atherectomy. A rotawire floppy was able to cross the lesion without much difficulty. A 2.25 burr was used successfully, however, it perforated the distal portion of the vessel. It was not a severe perforation, however, at this point the angiomax was temporarily discontinued and the reopro was stopped. The area was then stented with a 3.0x18 covered stent. The target lesion was treated with two other stents. At the end of the procedure, the pt was asymptomatic and there was excellent flow into the vessel.